Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Good faith efforts are being made to obtain the serial number and UDI number. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported there was no red alarm generated at the time of shift change and the patient passed away. After shift change, the user entered the patient room and found the patient deceased. A review of the waveforms at the central station indicated there was no data from 1800-2100 aside from a flat trace. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
It was reported there was no red alarm generated at the time of shift change and the patient passed away. After shift change, the user entered the patient room and found the patient deceased. Additional information indicated the cause of death was cardiac arrest and this fragile patient was being monitored for alteration in ejection fraction. The patient was found unresponsive with dilated pupils. The staff expected a red asystole alarm for the patient's condition; however, there were inop alarms for ECG leads off. A philips remote service engineer (rse) reviewed the logs provided and determined that the alarms were present at the central unit and no problems were observed at the pic ix level. It was noted that at 7:12 p.m. There is an ECG contact fault alarm, and then a contact fault ra, which was acknowledged at the central station. At this time the ECG therefore was no longer being received. The blue technical alarm had no repetition. The lack of trend can be explained by the contact fault alarms. Alarms are indeed present at the central unit, for example at 7:13 p.m. And 9:20 p.m., we do not observe any problem at the picix level. At the monitor level, no disconnection is observed, the monitor had remained online, it did not go offline. A philips product support engineer (pse) reviewed the information provided and confirmed the findings of the rse. The pse determined that from the clinical audit log, at 19:13, there is a contact issue with the ECG connection which was silenced at 19:18. There was no evidence to show that the ECG connection was restored. Based on the available information, the pic ix would not be receiving alarms. There was nothing in the audit logs past 21:31 to show if anything was restored. Based on the available information the piic ix was functioning as specified, but it is recommended that the customer upgrade to revision 4.3. Based on the available information the piic ix was functioning as specified, but it is recommended that the customer upgrade to revision 4.3. A review of the clinical audit logs revealed alarms were generated at the central station with no disconnection issues. There was no functional issue noted. The monitor logs revealed an ECG contact fault alarm, which was acknowledged at the central station, after which time the ECG was no longer being received as the blue inop alarms for ECG do not repeat.